Manufacturer narrative:
The qc documents showed no deviations and despite several requests regarding my questions, I haven't received proper answers from the rep and the surgeon. The device history record (DHR) of this plate were inspected and showed no deviations. The quality forms met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing that would contribute to this complaint condition. A review of the raw material device history record revealed no deviation. The material was determined to be conforming and was used as is per product development approval. As a result of the above and the fact that no device was returned for evaluation, this complaint is deemed unconfirmed.

Event description:
It was reported that a curved foot plate 5-hole broke 1/2 y + original implant date (B)(6) 2020. Plate used for mtpj arthrodesis